Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the sponge in the biopsy cap detached during the procedure. The procedure was still completed using the complaint device. A brush was then used to push out the detached sponge from the scope after the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.